Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample received. Provided pictures were reviewed but are not enough to confirm this issue or identify a root cause. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation, therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a surgery, an ophthalmic scissor was not going through canula and another scissor was not working well to cut. There was no patient involvement. Additional information has been requested. Additional information received indicated the event occurred before a vitreo-retinal surgery. The surgery was completed by using an another products. There was no impact to the patient.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample is received with inner blister, outer blister and cover foil showing the lot information. The sample shows no macroscopic signs of damage. The sample shows no signs of surgery residues the sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was functionally inspected according to (B)(4). The sample could thorough the control cannula of 80.197/99. While testing it was noticed, that the scissors get stuck in the close status. The scissors only can be opened, by pushing it manually down. The customers complaint is not confirmed. The root cause cannot be identified conclusively because the sample has pass the 100% inspection. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is:(B)(4).